Event description:
Healthcare professional reported "deflation". Confirmed with a mammogram (06/2024) . This report is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d.6b, h6.

Event description:
Healthcare professional reported "thin capsule" and "sunken ribs due to implants". The device has been explanted and replaced. Treatment: device removal, capsulotomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This report is for the left side. The device remains implanted.